Event description:
During an in-clinic follow-up, increased defibrillation impedance was observed on the right ventricular (rv) lead. The cause of the event was due to externalization of the lead. The rv lead was capped and replaced to resolve the event. The patient was stable.